Event description:
It was reported that this right atrial (ra) lead had displaced into the right ventricle after initial implant/pocket closure. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. This lead remains in service.